Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. Upon examination, it was noted that the right ventricular lead exhibited low pacing impedance, noise oversensing and insulation damage. The lead was capped and exchanged on (B)(6) 2022. The patient was stable in condition.